Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device was monitored and no unexpected powering off, blank display, pump error 23 alarm, pump error 49 alarm, or pump error 68 alarm noted during testing. Verified the battery tube power connector is properly connected to electrical board during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank screen and multiple error alarms. Customer's blood glucose level was 95 mg/dl at the time of incident. Customer reported they were able to clear the alarm and was able to rewind the insulin pump. Customer stated the alarm occurred immediately after a battery change. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.